Event description:
It was reported that the customer was hospitalized with blood glucose readings of 313 mg/dl. Customer stated that they have been experiencing low blood glucose readings of nearly 19 mg/dl and 28 mg/dl prior to the hospitalization. Customer stated that the paramedics were called in the past due to low blood glucose readings and seizures. Customer was treated at home with a glucagon shot. Customer stated that they may have a bottle of insulin that is stronger in concentration. Customer was scared to treat the blood glucose readings with insulin due to the previous low blood glucose readings episode. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.